Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product failed to power up. The fuses were checked and there were no issues found. The voltage was measured from the a/c inlet circuit board. The resulting measurement was 0 volts. The a/c inlet circuit board was replaced with a new one. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The led functioned as specified. The power-up sequence was repeated multiple times. No failures were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable shake; lightcable/jaw interaction; front panel. All tests were successful. Measurements were taken on the lumen output and chromaticity. Both measurements were within their respective specifications. The logfile was reviewed for errors. No errors were noted. The root cause of the reported failure was traced to a defective a/c inlet circuit board. In sum, the customer complaint was confirmed. The failure mode will be monitored for future recurrence.

Event description:
It was reported that the product would not turn on and there was a burning smell.